Event description:
Please see attached dictated surgical report of event. #1) device (lot # 07k05h, expiration date 11/08) failed to obtain vacuum six times. Upon placement of device #2 (lot #07h30hc, expiration 10/08). It was noted that a uterine perforation had occurred. Both devices have been secured at this hosp for inspection if requested. Indications: this is a female, gravida 2 para 2 with menometrorrhagia, here for operative mgmt. Ultrasound revealed multiple uterine fibroids. The pt desired surgical management, but desired to preserve her uterus. Risks, benefits, alternatives of the proposed procedure were discussed in length with the pt. Consent forms were signed and placed in the chart. Description of procedure: the pt was taken to the operating room where general endotracheal anesthesia was induced via lma. She was then prepped and draped in the normal sterile fashion in the dorsal lithotomy position using the blue allen stirrups. A weighted speculum was placed in the posterior vagina. The anterior lip of the cervix was grasped with a single-tooth tenaculum. The cervix was noted to be visually dilated and operative hysteroscopy was started using the storz hysteroscope. The uterine cavity had been previously sounded to 10 cm. Upon entering the uterine cavity, a large posterior fibroid was visible. Both ostia were clearly identified, posterior and lateral to the fibroid. This fibroid, however, was not noted to be obstructing the cavity to a significant extent, extent that novasure would be inappropriate. Following this, the novasure device was placed in the uterine cavity, set with the aforementioned settings. Length was 6.5, width was ascertained at 4.9 cm, which resulted in a power setting of 175. Cavity assessment was attempted and initially failed. The device was manipulated, including the seal and the outflow line was confirmed to be in the vertical position. The cervix was grasped bilaterally with single-tooth tenaculum to improve vacuum seal. Cavity assessment was retired, it was unsuccessful. Following this, ring forceps were used on the lateral edges of the cervix to obtain improved vacuum seal. Cavity assessment was then passed. Following this, the device was enabled. Initially, the device was powered on for approximately 20 seconds and at that time a vacuum failure occurred. The device was rechecked and ablation reattempted. At this time, the device was deployed for approximately 12 seconds before vacuum failure occurred again. Reattempted yielded a vacuum failure at approximately 6 seconds. At this time, a fault was suspected in the novasure device due to the multiple vacuum failures as well as blood in the width assessment window, which has been noted to be faulty in prior attempts. For this reason, it was decided to reattempt with another novasure device. However, on placement of this device into the uterine cavity, while being placed in the endometrial cavity it became evident. The replacement device had perforated the uterine cavity. Following this, operative hysteroscopy was reperformed. There was no evidence of active bleeding from the uterus. Endometrial curettage was performed with a sharp curet with curettings collected and sent to pathology. The cervix was inspected and noted to have multiple puncture sites. Initial attempt was to obtain hemostasis using monsel solution, however, this was unsuccessful. A figure-of-eight of 2-0 vicryl was then used x3 to obtain good hemostasis of the cervix. With good hemostasis noted, the weighted speculum was removed from the posterior vagina and the pt was returned the dorsal supine position. She was then extubated and transferred out of the operating room on stable condition. Due to uterine perforation, the pt will be closely monitored in the post anesthesia care unit and a complete blood count and comprehensive metabolic panel will be ascertain immediately. If the pt remains stable in the post anesthesia care unit and lab results are reassuring the pt will be discharged home. However, if it is suspected the pt should be observed for a longer period, she will be admitted for ongoing observation.